Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the rigid arthroscope exhibited deformation and damage around the tip cover glass. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the light guide end face was damaged, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by wrong handling or excessive force. Olympus will continue to monitor field performance for this device.